Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Multiple electrical outlets were attempted but the situation did not resolve. The monitor has had prior successful transmissions. A new power cord was ordered for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.